Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient was taken to the emergency room with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and vomiting. The patient was treated with sodium chloride and zofran via intravenous fluids, and a new pod was applied at the hospital. Lab work was also performed, which included a complete blood count, venous blood gas and a comprehensive metabolic panel. The patient was eventually sent home; mother stated bg levels are currently over 300 mg/dl but are continuing to decrease.